Event description:
The caller alleged poor precision with the inratio monitor. The following results were reported. In ratio 5.6, 2.0 re-test, using different finger, qc error, re-test on a third finger.